Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging receiving an alarm with the subject meter. No additional information was provided. Lfs customer services attempted to reach the reporter to obtain additional information and troubleshoot the issue; however, were unsuccessful in their attempt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.